Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that prior to the procedure, the device was working intermittently and overheated. There was no patient involvement.

Manufacturer narrative:
Analysis was unable to verify the reported complaint of overheating. The motor cable assembly was faulty. The motor was running but noisy. The connector had dent. The motor cable assembly was replaced. All corroded, rusted, damaged parts and all mandatory spare parts were replaced. The device was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.